Event description:
Initial report to MFR received from FDA via uf/importer report # (B)(4). Complaint received from customer via FDA that alleges "the pt returned five days later and point to lateral deltoid and 3 wounds were noted with the largest measuring 2cm x 1cm. All wounds were clean, closed with scabbing noted no drainage. The largest wound noted to have clean and well defined margins with the scabbing noted more medially. Margins appeared pink and not red in color". "The pt stated that he had forgotten that his wife has used a muscle rub on his shoulder and he forgot to inform us." Questionnaire not received from clinician and/or patient. Product not returned to MFR for review. No indication event caused or contributed to permanent impairment, serious injury or death. No indication device caused or contributed to the event.